Event description:
It was reported that a dexcom g7 sensor displayed glucose readings in the mobile app but failed to pair and display values on the ilet, consistent with intermittent communication failure between devices and involving the antenna/electrical communication components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and internal review. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 resulting in intermittent communication failure, with involvement of the electrical/magnetic subsystem and the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.